Manufacturer narrative:
C2/d10 - concomitant products grid - updated. D2 - product code - corrected. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the coil was detached inside the microcatheter while pushing. The device was confirmed to be in good condition prior to use. There is no indication of a use error. The anatomy was described as moderately tortuous. An assignable cause of undeterminable will be assigned to this complaint as the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported during the procedure, the subject coil detached inside the catheter while advancing. The procedure was completed successfully with no clinical consequences to the patient. No other information is available.

Event description:
It was reported during the procedure, the subject coil detached inside the catheter while advancing. The procedure was completed successfully with no clinical consequences to the patient. No other information is available.